Event description:
Anesthesia machine vent switch is not showing up inside the vent screen. Unable to see the setting on the screen. Machine removed from service and replaced with another. Biomedical concepts has been contacted for service.